Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resister. The motor passed motor test. No motion sensor test failure alarm. The device was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump would not work. The device alarmed motion sensor test failure and motor error. Customer's blood glucose was 171 mg/dl. Motor error alarm occurred during basal. Customer does not recall any significant events that may have caused the device to alarm. The device was not exposed to an MRI. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.